Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cables were reseated and tightened to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.